Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation concluded that the reported dc shaft bend was related to user error; the reported difficulty positioning the device was a secondary effect of the bend and related to procedural conditions. The mitraclip instructions for use states a warning: do not deflect the sleeve tip more than 90 degrees as device damage may occur. Use of damaged product may result in cardiac injury. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.the additional clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This report is filed for a bend and atypical movement with the second clip delivery system ((B)(4)), which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient with degenerative mitral regurgitation of grade 4+ underwent a mitraclip procedure. During insertion of the first clip delivery system (cds) ((B)(4)), the blue lines on the cds and the steerable guide catheter (sgc) were not aligned; however, the procedure was continued. It was noted that the blue lines were not aligned when the m-knob was applied and the device steered in the opposite direction. The cdse was removed. During removal, the clip became stuck on the sgc in the left atrium. The cds was removed successfully from the sgc and was not used. No damage was noted to the sgc. The sgc was used with a second cds ((B)(4)). During positioning, the m-knob was over-applied, creating a bend in the cds shaft. The bend caused the device to perform erratically, while steering from the left atrium to the left ventricle. The cds was removed from the patient anatomy without issue. The procedure was completed, using the same sgc, with implantation of two mitraclips, reducing the mitral regurgitation to grade 1-2. There was no adverse patient effect and no clinically significant delay. No additional information was provided.